Event description:
It was reported that treatment was performed on a very calcified lad lesion. A stent was implanted in the lesion; however, an attempt was then made to cross the pixel through this stent to treat the vessel distal to it (contray to IFU). Despite several attempts to cross the stent against resistance using force (contrary to IFU), the pixel would not cross the stent. During removal of the device from the anatomy, the stent separated in the left main. The stent was retrieved with a snare device and the entire system was able to be removed from the pt.